Event description:
Caller reported potential false positive troponin I (tni) results on triage cardiac panel test. A (B)(6) male was in ICU with chest pain. Pt was on several medications (medication info not available). The triage cardiac test was run and gave a positive result. It was then repeated about 30 minutes later because doctor was questioning the initial results based on no change in pt's EKG and pt was asymptomatic. Pt was discharged; no final diagnosis available.

Manufacturer narrative:
Investigation pending.